Manufacturer narrative:
(B)(4). Additional information has been requested of the use/ account but as of yet has not been received. Should additional information become available, the file will be updated. (B)(4).

Event description:
According to the reporter; the surgeon was performing an anterior resection procedure and was attempting to complete the anastomosis using the stapler. The green indicator was showing and the cartridge and anvil completely closed, unfortunately both firings did not complete fully and this led to the procedure being converted from laparoscopic to an open procedure utilizing a conventional suture technique. There was a delay in surgery of approximately 1.5 hours additional time required and extension of incision greater than 1 inch in length in order to perform the open procedure. There was no additional blood loss of 500cc, no unanticipated tissue loss or irreversible damage, no portion of the device or staple fell into the patient cavity and no reinforcement material used in conjunction with the stapling device. It is reported that the last known patient status is good.

Manufacturer narrative:
(B)(4). Two eea¿ auto suture¿ circular stapler with dst series¿ technology (28mm - 3.5mm) devices were returned for evaluation.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two single-use staplers with 3.5mm staples. The visual inspection of the staple guide of instrument 1 noted the instrument was fully applied. The visual inspection of the staple guide of instrument 2 noted the presence of a full complement of staples. The clinical anvils of both instruments were not received. A microscope examination of the devices displayed no damage on the knife blade in both instruments. Since the clinical anvils were not received, a pmv representative anvil was used for all functional testing. Instrument 1 was reloaded with a full complement of staples and both devices were applied over the appropriate test media producing acceptable results. The reported condition was not confirmed. However, during this investigation, a secondary unrelated condition was identified as follows; safety feature was broken. Replication of the observed secondary, unrelated to the reported condition safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. A review of the device history record indicates the devices lot number was released meeting all quality release specifications at the time of manufacture. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. However, the investigation detected a secondary condition of broken safety feature that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.